Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturer representative (rep) asked about an impedance issue on contact 5, which was showing a high impedance of > 10000, and no reading on electrode 0. Technical services (ts) confirmed these two were showing out of range. Ts could also see very high impedances for all other electrodes with values over 9000 ohms. This could be indicative of a bigger or extensive integrity issue. Ts requested a session report so that they could have a better overview of what the situation might be and give advice accordingly. The rep responded with screen shots of a current session report, indicating the impedance issues, however the pdf version of the report was requested by ts. Resolution unknown, no patient issues reported. Additional information was received. The rep provided clearer screenshot of the session report, and ts stated that the impedance results are showing that on electrode 0. This is reflected by very high impedance values for electrode 0 with all other electrodes. There are no criticalities/integrity issues with electrode 5. When looking at the lead programming, ts could see that electrode 0 is not being used. These high impedances should therefore not interfere with the patient¿s therapy. Ts recommended to keep an eye on the system to see if the integrity problems extend to other electrodes in the upcoming interrogation sessions. The rep confirmed that the patient is not using those electrodes and is getting excellent therapy. The patient is due for a replacement ins soon too due to eri which is why they ran an impedance check.

Manufacturer narrative:
B3: date unknown. G2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.